Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced adhesive was falling off due to poor adhesion event on (B)(6) 2026. No further information available.